Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing as well as no atrial sensing seen on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.